Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 489 mg/dl and the insulin pump did not say no delivery alarm. Customer checked again and her blood glucose was 498 mg/dl. Customer had a late breakfast earlier today and the 4 parts of the adhesive were off and may have been dislodged. Customer applied the IV prep and removed the cannula. Customer stated that the cannula was at a 49 degree angle and she changed the infusion set. Customer treated with the pump and found no air bubbles. Customer reported that the insulin was stored at room temperature. Customer reported that insulin exited at the quick release. Customer was advised to do a complete set change. Customer will be sent a courtesy tubing clamp and was advised to call back to perform the high pressure test.